Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient got a recommendation from insulet to go to an urgent care facility for accurate bg comparison. The patient didn´t experienced any symptoms, the cgm reading was 70 mg/dl and the bg reading was 400 mg/dl. At the ed the patient was treated with saline solution (IV) and stayed there for 2 hours. The patient was discharged the same day, went back home and took the sensor off. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.